Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The inflation and deflation issues could not be replicated in a testing environment due to the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation or deflation difficulties; however, the difficulty removing the device and separations appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 3.0 x 15 mm trek balloon was advanced to the target lesion and during inflation it was observed that inflation was unusual and the balloon had a waist, which did not come from the stenosis. During deflation, multiple attempts to deflate the balloon were made; however, the balloon did not deflate completely and remained partially inflated. The only way to remove the balloon was to remove the devices together (the guiding catheter and the inflated balloon). However, due to the force applied, the balloon catheter separated and the distal part remained in the radial artery. When the radial introducer was removed, all the pieces were retrieved including the separated distal shaft. There were no pieces left in the patient anatomy. As the radial access was lost because the introducer sheath was removed, femoral access was created and another trek balloon was used to complete the procedure. Although, there was a delay in the procedure, there was no adverse patient effect or clinically significant delay in the procedure. The patient outcome was good. No additional information was provided.